Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated annex g code.

Manufacturer narrative:
This unit was returned for failure analysis, and the reported 23062 error was confirmed and replicated. In lighthouse, the 23062 error on the wrist yaw was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was tested on the sftp fitness and slow sine cycle on wrist yaw. During the slow sine cycle test, the 23062 error was triggered, indicating a fault on the wrist yaw, replicating the reported event. The unit passed all relevant tests for fitness. Additional findings were during the gravity balance test post sine cycle - sh for shoulder_min_margin and shoulder_max_imbalance, which were cleared after calibration and setting the mtm to the right position; gravity balance test post sine cycle - el for elbow_min_margin and elbow_max_imbalance, which were cleared after calibration and setting the mtm to the right position; gravity balance test post sine cycle - wp for wrist_pitch_min_friction, which was cleared after adding grease to the wrist pitch gears. The gimbal needs to have the "4w" ffc mark and fold changed per gimbal repair traveler 13548-02. As a result of this investigation, failure analysis has concluded that the wrist yaw axis 6 motor and slip ring were found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a cholecystectomy procedure using the da vinci 5 system, an error about the left hand controls was observed. The issue was noted after the procedure, and error 23062 was identified in the logs related to the left master tool manipulator. Troubleshooting was performed, and further actions were recommended for field service. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field service engineer replaced the left master tool manipulator (mtm) after intermittent error 23062 was observed, which indicated that the 3-phase motor did not respond as expected on the mtm wrist yaw. The system was tested following the replacement and no further errors were observed.